Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had a battery life issue. The customer also claimed that the battery compartment was cracked and there was moisture ingress behind the pump's display. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: evidence of short battery life is illustrated with 14 counts drastic voltage drop on (B)(6) 2016. The battery compartment is cracked from threads down to the case seal on the side; returned battery cap is able to fit to maintain electrical connection. Moisture corrosion is observed in the battery canister, leak test failed due a battery compartment leak. ¿ez-prime¿ steps were performed correctly, all currents readings are above specifications. Reported ¿short battery life¿ is duplicated. The pump¿s cover was removed, further moisture corrosion was found to the cgm module inter-board gold pins and to watchdog/j-tag loop circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).